Manufacturer narrative:
No lot review since none was supplied. Investigation and analysis: the complaint of the silicone seal popping out of the nano-t connector was visually confirmed. When infusing at high pressures, it is important to connect to the nanoclave connector and activate the slide clamp on the t-extension. When flushing through the t-extension it is important to flush slowly in order to minimize back pressure to the nanoclave connector.

Event description:
Complaint received stating "a couple of nanoclave t-connectors where the inside has popped out of the top of the clave. No serious consequences to the patient.